Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc), and high thresholds at an output of 4v. Technical services (ts) was consulted and recommended further testing to verify lead integrity. This left ventricular (lv) lead remains in-service at this time. No patient adverse effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.